Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. One provided patient x-ray image confirms the reported disassociation. The cup appears to be more vertical than recommended by surgical technique which could lead to edge loading and extra pressures placed on the device. It is not however possible to conclusively determine a root cause from one x-ray image. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis, eccentric poly wear, and disassociation. (Left hip).